Manufacturer narrative:
This report is being resubmitted for an incident that occurred earlier. Investigation revealed that there was no system malfunction. Engineering evaluation determined there was no system malfunction. Investigation revealed that many of the fluoroscopic images used for registration of the patient anatomy to the robot had tracking errors which led to poor registration for some of the levels. The user is able to detect tracking errors by verifying that the location of the centroids are not shifting between images. There was no surveillance marker paired to the patient, which means that the patient reference array could have shifted and invalidated the registration at any point during the surgery. In addition, it appears there was heavy skiving of the tool on patient anatomy. This can often lead to defections which cause patient anatomy to move and invalidate patient registration. The user manual instructs the user on how to maintain navigation integrity. There was no impact to the case. The surgeon decided to not use the robot and successfully completed the case using fluoroscopic imaging with no adverse effect to the patient. The cause of the reported issue was traced to user technique.

Event description:
We took fluoro shots and did our merge. We had scores of 5, the merge looked good so moved forward with navigating screws. The surgeon attempted to l4 on the right side 1st. I was told that this surgeon has had a lot of issues with the robot in the past and historically doesn't trust the system. So he likes to take fluoro shots throughout the case while attempting to place screws with the robot. The surgeon drilled the 1st hole, it took him awhile to get down since they don't have the high speed burr. He started to tap, but tap appeared to be going lateral. We tried resettling the foot pedal and moving the array. It still looked off on the axial image, the surgeon adjusted the plan and tried to drill a new hole. He either skived off or fell into the old hole while drilling. He placed a marker down where the trajectory was and took some c-arm shots. The marker on the fluoro shots appeared in the vertebral body on the lateral but on the ap just at the lateral border of the pedicle. The surgeon decided to abort the case and place screws with fluoro. He felt the navigation was off. I offered to remerge with new shots but the surgeon was already frustrated because they had the same issue with the robot last week.